Event description:
Used fixodent, polygrip and seabond adhesives from 1997 to jan 2009. Health progressing became worse and worse. Passing out, fainting, vomiting, weakness. In ability to walk or stand. Diagnosed mds syndrome. Blood transfusions by weekly. Blood building shots twice weekly, diagnosed leukemia. By 3 separate oncologists at different cancer centers. Give vidaza chemotherapy. Contacted peripheral neuropathy. As diagnosed by blood analysis, especially trace mineral values. Discovered "o" copper and high zinc contents. Started vitamin and mineral intake (aggressive) and began to see improvement. Dates of use: daily (over the counter strength). Diagnosis or reason for use: loose dentures. Event abated after use stopped or dose reduced? #1 and #2: yes.